Manufacturer narrative:
The device was returned to olympus and evaluated. The device evaluation found that screw stopper is replaced; scope connector cover unit, scope connector case, plug unit had a scratch; bending angle in up direction does not meet the standard value due to wear of angle wire; plastic distal end cover has a chip; light guide lens has a crack; bending tube is deformed; connecting tube is snaking and universal cord has a wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the colonovideoscope was sent for maintenance based on field maintenance inspection. The device was returned for evaluation. During the device inspection, the following reportable malfunction was found: whitish foreign material inside jet tube. The customer noted the device was reprocessed prior to being sent for repair. There were no reports of patient involvement. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.